Event description:
The pacemaker involved in this MDR was implanted on (B)(6) 2011. During the f/u on (B)(6) 2012, the ventricular lead impedance was higher than 3 kohm; in addition, intermittent pacing failure was observed. During the re-intervention a few days later, the ventricular lead could be removed from the pacemaker port without unscrewing the setscrew. Since lead measurements were satisfactory, the lead was kept implanted and the pacemaker was replaced. It should be noted that no pt symptoms occurred.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.